Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a penumbra system 3max reperfusion catheter (3maxc) and a guidewire. It was noted that the patient anatomy was tortuous and there was stenosis in the target vessel. During the procedure, the physician completed two passes using the ace68 and 3maxc. While retracting the 3maxc to perform another pass with the ace68, the physician experienced resistance. Upon removal, the physician noticed that the 3maxc was stretched and the distal end was missing. Therefore, the physician used a snare device to remove the broken tip of the 3maxc from the patient. The procedure was completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was stretched from 142.0 ¿ 151.5 cm from the hub. The device was fractured approximately 150.5 cm from the hub. The device was kinked approximately 158.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a distal fracture within a stretched region. If the device is forcefully retracted against resistance, the device may stretch and fracture. The reported tortuous anatomy may have contributed to the resistance experienced during the procedure. Further evaluation revealed a kink. This damage likely occurred due to the snare used during the retrieval and was incidental to the reported event. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.